Manufacturer narrative:
Device issue with inomax (B)(4). The device investigation was completed on march 31, 2015. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) investigation confirmed the reported complaint of a blank screen; at bootup display was blank. The rsc replaced the touchscreen/display assembly. The rsc service log revealed delivery failure (df) alarms raised due to backlight current below minimum. Three df alarms followed due to backlight current below minimum. The root cause for this report was display-backlight failure. This condition will be tracked and trended under ikaria's quality system. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display backlight failure [device issue]. No adverse event [no adverse event]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with ikaria regarding an issue with inomax dsir# (B)(4). The device was in use on a patient and no adverse event was reported. The rt reported that inomax dsir# (B)(4) had a display issue, the display went blank, but audible tones were still heard. The issue remained after multiple reboots. The device was switched out. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation. (B)(6) 2015: the reported device issue did not lead to any adverse patient consequence. This case is deemed reportable because a previous, similar device had resulted in serious adverse patient consequence (index case MDR #3004531588-2013-00023).